Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-01166. It was reported that embolization occurred post procedure. A deep vein thrombectomy procedure in the superficial femoral vein (sfv) was completed using an angiojet® zelantedvt¿ without issue with a run time of 480 seconds. A wallstent was subsequently implanted. An unclean substance embolized the day after the procedure in the wallstent. The cause of the embolism was unknown by the physician. An additional angiojet thrombectomy procedure was completed and the issue resolved. The patient was placed under observation and was noted to be stable.